Event description:
It was reported the pt no longer had stimulation, and a lead fracture was suspected. The physician replaced the lead on (B)(6) 2011. No further complications were reported.

Manufacturer narrative:
Eval results: the complaint was confirmed as returned channels 14 of the 20 channels measured open. Microscopic inspection revealed damage to the rigid layer of the paddle with wires broken and detached from the electrodes. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.